Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07809. It was reported that a foreign matter was noted on the device. The small in size target lesion was located in the tortuous saphenous vein graft (svg) to an obtuse marginal (om). There were two 1.2mmx12mm threader micro-dilatation catheters used to dilate the distal segment of the om. When each device was removed from the patient's body, it was noted that there were some material present in the wire exit port. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. There was contrast in the inflation lumen and blood on the outside of the exit notch. Tactile inspection revealed numerous kinks throughout the shaft. Microscopic examination revealed there was no foreign material (fm) present in or near the exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a foreign matter was noted on the device. The small in size target lesion was located in the tortuous saphenous vein graft (svg) to an obtuse marginal (om). There were two 1.2mmx12mm threader¿ micro-dilatation catheters used to dilate the distal segment of the om. When each device was removed from the patient's body, it was noted that there were some material present in the wire exit port. The procedure was completed with this device. No patient complications were reported.